Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a over delivery. Customer also experienced a low blood glucose and value of low blood glucose 54 mg/dl. Customer's treated with food for low blood glucose. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.